Event description:
It was reported that this left ventricular (lv) lead dislodged. The lv lead dislodgement was confirmed through x-ray. The lv lead was successfully repositioned. No additional adverse patient effects were reported.